Event description:
Customer reported false positive sars-cov-2 pcr samples run on panther fusion instrument sn (B)(4). Customer observed wobbles on the curve report of their in-house sars-cov-2 assay wherein some of the wobbles crossed the positive threshold and created a false positive result. Customer did not upload logs, worklists, or sample ids for review, but hologic field service engineer (fse) reviewed available data on the panther fusion instrument. Customer took steps to hold positive results so that no false positive results were reported to clinicians.

Manufacturer narrative:
Hologic field service engineer (fse) reviewed the data which revealed all false positive results came from thermocycler bank 10, well 3. The system took this bank out of service due to high background rfu, and fse cleaned this bank to resolve the issue. Fse ran a background check to ensure instrument was operational and released it to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.